Event description:
It was reported that the patient's lead impedance measurement was greater than 4,000 ohms on electrode 3. It was found that the setscrew was loose. The setscrew was not striped. The healthcare provider confirmed that the patient experienced a lack of effect, no stimulation and pre-existing pain. The neurostimulator attributed to the event. The patient recovered without sequela.